Manufacturer narrative:
The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of peritonitis was due to an unspecified bacteria. It was reported that the patient was hospitalized and was treated with an unspecified anti-inflammatory drug (intraperitoneal, dose and frequency were not reported) which was added into dianeal for peritonitis. At the time of this report, the patient remained hospitalized and has not recovered from the event. Dianeal therapy was ongoing during treatment. No additional information is available.